Manufacturer narrative:
Manufacturer ref: (B)(4) . Baxter received and evaluated the device. The device was found out of specification in relation to the identified keypad malfunction, which was confirmed and reproduced. The device eval found the #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys were selected, an automatic output of the #9 key would occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed interfering with the mdl drug search). The front case assembly (including the failed keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functional testing, it was found that a spectrum pump had a keypad malfunction. There was no pt involvement.